Event description:
I had the essure device implanted in (B)(6) 2011. Since then I have experienced debilitating pain in my right hip and lower back that has been progressively getting worse and spreading, severe chronic migraines, extreme bloating, extreme weight loss and failing health. Since having the device implanted I have been diagnosed with severe anemia which resulted in my having to have a partial hysterectomy as I'm unable to take iron supplements and iron infusions were not helping. Unfortunately this did not solve my anemia issues and have since had to have a blood transfusion and several iron infusions. I have a severe nickel and metal allergy but was assured by both my dr and the manufacturing company that wouldn't be an issue. Since the device was implanted it has caused me nothing but pain and health issues. This device should be removed from the market.